Manufacturer narrative:
As of 08/28/2023 returned and retained samples were submitted to the lab with no defects noted. In addition, aso reviewed records of satisfactory biocompatibility tests for this type of product with no issues noted. Refer to section b.6 of this report for further details.

Event description:
On the initial report on (B)(6) 2023 consumer stated that he used the product on a cut on his leg. After taking it off, he developed cellulitis and itchy and irritated skin. Consumer states that the redness spread to his entire body. The consumer used the bandages again, and his skin got irritated and itchy but did not spread like before. The consumer went to the dermatologist and the family doctor. The dr. Gave him antibiotic ointment and cream to apply to his skin. The consumer states he is about 90% better and still has itching in some spots. On the completed cir received by aso on (B)(6) 2023 consumer states that he was diagnosed with cellulitis. Per cir consumer states that the issue was with the tape area.